Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, the customer did not turn the carbohydrate feature on when setting up the pump, and accidentally delivered a 10 unit bolus instead of a bolus for 10 grams of carbohydrates. Customer drank soda to address low bg levels. Tandem technical support guided the customer through turning on the carbohydrate feature on.